Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received results of 9.4 mmol/l, 6.1 mmol/l, and 12.2 mmol/l within 1 minute on the performa system. No actions taken based on device results. Customer reported the strips are stored near the kitchen and have been opened for 6 weeks. No adverse event reported. The alleged product was requested for evaluation.